Event description:
It was reported that a device separation occurred, resulting in an unretrievable device fragment. The 100% stenosed target lesion was located in the moderately and severely calcified right coronary artery. A rotawire was selected for use. During the procedure, it was noted that the rotawire had resistance during removal. The details are unknown, however it is suspected separation of the device occurred in the middle part of the right coronary artery. An attempt was made to retrieve the separated part with a snare, however during retrieval it was caught in the lesion, stretching the spring tip. The device fragment remained inside the body. The procedure was canceled. No further patient injury was noted.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and microscope inspection revealed that the guidewire was returned with the spring tip detached of it and the spring tip was bent and kinked. Additionally, the guidewire was found deformed. Dimensional inspection revealed that the total length of the guidewire was measured and was between the limits established on the drawing.

Event description:
It was reported that a device separation occurred, resulting in an unretrieved device fragment. The 100% stenosed target lesion was located in the moderately and severely calcified right coronary artery. A rotawire was selected for use. During the procedure, it was noted that the rotawire had resistance during removal. The details are unknown, however it is suspected separation of the device occurred in the middle part of the right coronary artery. An attempt was made to retrieve the separated part with a snare, however during retrieval it was caught in the lesion, stretching the spring tip. The device fragment remained inside the body. The procedure was canceled. No further patient injury was noted.